Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, original surgery performed was at (B)(6) 2013, the surgeon used 2 pia plates and 8 locking screws. The surgeon found the proximal-plantar locking screw backed out at (B)(6) 2014. And the surgeon found the proximal-dorsal locking screw was broken off at (B)(6) 2014. And the surgeon found pia 8mm wedge plate was broken off at (B)(6) 2014. Finally, the surgeon performed removal surgery at (B)(6) 2015. But the tip of broken screw has remained in the patient, breakage was found at 3 points (plate and screw hole of plate and screw).

Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2015-00008.